Event description:
A pt with a history of smoking, end stage renal disease and peripheral vascular disease was presented to the interventional lab for a stenting procedure of the aorto-iliac bifurcation. The vessels were described as calcified but not tortuous with stenosis of 90% and 40%. The physician made bilateral sticks to the groin and placed the smart stents at the lesions using a kissing stent technique. When the physician unsheathed the stents the 1060 smart stent that covered the 90% stenosis opened fully, and the 1060 smart stent that was used to cover the 40% stenosis opened to half the size. The physician deployed another stent to cover the lesion. The stents were post-dilated with satisfactory result. There was no reported injury to the pt. The procedural physician stated that a copy the report will be faxed and that films are available and will be sent.